Event description:
It was reported that the patient was having driveline fault alarms with no reported symptoms. Log files were submitted for review and captured driveline power faults starting on (B)(6) 2025 at 05:24 and continuing for the remainder of the log file. Images submitted by the customer did not show any corrosion on the pump side connector, and the modular cable was stated to have a good connection and be in great condition. The modular cable was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4: primary UDI corrected manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not conclusively be determined through this evaluation. Review of the submitted images the controller event log files collectively contained events from 04mar2025 through 13mar2025. A driveline power fault alarm, associated with power a line faults (pwr_a_broken), became active at 05:24:03 on (B)(6) 2025 and persisted throughout the remainder of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Review of the submitted images captured the pump cable inline connector, which appeared unremarkable and did not depict any surface corrosion that could have contributed to the reported driveline power faults. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.